Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hematoma was not determined due to insufficient clinical details and no product return. The cause of the hemolysis was not determined due to insufficient clinical details and no data logs available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral access to support the 47-year-old male patient who had been admitted in with cardiomyopathy, presenting in scai stage e shock. Prior to the pump placement the team had the patient supported by inotropes, vasopressors, and a vent for respiratory needs. Other underlying medical history was not shared. On the day of implant the patient experienced bilateral groin site hematomas and hemolysis. The medical team made decision to explant the cp and escalate to the impella 5.5 pump. At the removal the team surgically intervened on the femoral site and infused blood products to treat the bleed. The hemolysis was diagnosed by urine color change. The patient survives to date on the impella 5.5 pump. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
Updated information: d4 catalog number, UDI, and serial number updated.